Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, the c19 and c22 capacitor on the defibrillator pca were pulled from the pcb. The negative lead pad was lifted off the board, causing the faults. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the defective capacitors could not be positively identified. No adverse event resulted from the damaged monitor.